Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device was "putting out low pressure." Ventec asked for clarification and was later told that "no air is coming out of it" indicating that there was no ventilation output. There was patient involvement associated with the reported event; however, there was no patient harm as a result of the reported issue.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of no ventilation output could not be duplicated or confirmed. Ventec downloaded the device's electronic records (system logs) for analysis. Ventec observed that on the date of the reported event that the device had logged failed pre-use tests, as well as low vte (exhaled tidal volume) events. These low vte events occurred in conjunction with patient circuit disconnect and check patient circuit alarms. Without performing a successful pre-use test, ventilation data would not be accurate. Additionally, if a patient breathing circuit becomes disconnected during use, vte readings will drop to zero. Ventec was unable to duplicate the low vte or the alarms during testing. No ventilation issues were observed, and the device performed as expected on the customer's settings. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be conclusively determined.